Event description:
It was reported that they were getting a low flow alarm (alarm 02) in an arctic sun device. The flow rate was 0.3lpm. Asked nurse to look at the diagnostics. Flow rate (fr) was0.3lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 31 percentage. Requested to check for any kinks, compression or twists in the tubing. They were able to find an area, where the tubing goes into the pad, that was flatter that the rest of the tubing. Flow up to 0.8lpm. During the call got alarm 113 (reduced water temperature control). Heater command now 56 percentage. Explained how low flow when it was 0.3lpm would lead to the heater not functioning as expected. Now that the flow rate was 0.8lpm the heater was able to function appropriately so they should no longer get alarm 113. Patient temperature (pt) was 32.9c, water temperature (wt) was 31c. Called back 30 minutes later. They just got off with the patient's nurse and confirmed the water, and patient temperatures were increasing as expected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a low flow alarm (alarm 02) in an arctic sun device. The flow rate was 0.3lpm. Asked nurse to look at the diagnostics. Flow rate (fr) was0.3lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 31 percentage. Requested to check for any kinks, compression or twists in the tubing. They were able to find an area, where the tubing goes into the pad, that was flatter that the rest of the tubing. Flow up to 0.8lpm. During the call got alarm 113 (reduced water temperature control). Heater command now 56 percentage. Explained how low flow when it was 0.3lpm would lead to the heater not functioning as expected. Now that the flow rate was 0.8lpm the heater was able to function appropriately so they should no longer get alarm 113. Patient temperature (pt) was 32.9c, water temperature (wt) was 31c. Called back 30 minutes later. They just got off with the patient's nurse and confirmed the water, and patient temperatures were increasing as expected. Per follow up information received via task on 09sep2025, spoke with nurse who confirmed no further issues with the pads. The pad was neonate size and flow rate stayed around 0.9 lpm. Therapy completed without further troubleshooting. Pad was not retained, and device remained in service.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a low flow alarm (alarm 02) in an arctic sun device. The flow rate was 0.3lpm. Asked nurse to look at the diagnostics. Flow rate (fr) was0.3lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 31 percentage. Requested to check for any kinks, compression or twists in the tubing. They were able to find an area, where the tubing goes into the pad, that was flatter that the rest of the tubing. Flow up to 0.8lpm. During the call got alarm 113 (reduced water temperature control). Heater command now 56 percentage. Explained how low flow when it was 0.3lpm would lead to the heater not functioning as expected. Now that the flow rate was 0.8lpm the heater was able to function appropriately so they should no longer get alarm 113. Patient temperature (pt) was 32.9c, water temperature (wt) was 31c. Called back 30 minutes later. They just got off with the patient's nurse and confirmed the water, and patient temperatures were increasing as expected. Per follow up information received via task on 09sep2025, spoke with nurse who confirmed no further issues with the pads. The pad was neonate size and flow rate stayed around 0.9 lpm. Therapy completed without further troubleshooting. Pad was not retained, and device remained in service.